Event description:
A distributor representative reported that two screws backed out of a 4-level acp plate post-op. A revision surgery was performed to replace the two screws.

Manufacturer narrative:
At this time, lanx is unable to draw a conclusion for the cause of the screw back out. Additional information relative to the investigation is expected from the initial reporter, but has not yet been received. A request for return of the explanted screws has also been made.